Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient performed a paper clip reset and connections was re-established with the receiver. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/03/2016. The reported event of intermittent out of range was confirmed. A root cause could not be determined